Manufacturer narrative:
The patient was born on an unreported date in 1968. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the break in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Eleven days after peritonitis onset, the unspecified antibiotic therapy was discontinued, the peritonitis was resolved and the patient was recovered from the event. Dianeal therapies were ongoing. No additional information is available.